Event description:
It was reported that the patient developed endocarditis and bacteremia. The implantable pulse generator (ipg) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01, implantable pulse generator, (B)(6) 2011. (B)(4).